Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance for years. Technical services (ts) advised the risks of having high out of range shock impedance and provided possible troubleshooting actions and resolution. The lead remains in use. No adverse patient effects were reported.